Event description:
A peritoneal dialysis (pd) patient reported that pd patient was hospitalized for past two weeks due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing vomiting, diaphoresis, left arm and neck pain on (B)(6) 2024. The patient had not been well for two days prior to this date. Emergency medical services (ems) was called. The patient was in atrial fibrillation (a fib) with hypotension (no value provided). The patient was transported to the emergency room (ER) where blood cultures were obtained. The patient¿s glucose was elevated (no value provided), troponin 140, bnp 3525, anion gap 29, and positive for ketones. The patient was administered zosyn, vancomycin, and meropenem until blood culture results were received (route, dose, and frequency not documented in discharge paperwork). The patient was admitted to the hospital with a diagnosis of sepsis. Bloodwork showed white blood cell (wbc) count 505 10x3/ul, neutrophils 82.5%, lymphocytes 10.3%, monocytes 5.5%, eosinophils 1.2%, and basophils 0.5%. The patient had pd cultures obtained on (B)(6) 2024 which resulted negative. Based on the patient¿s discharge documentation, the patient was diagnosed with peritonitis on either (B)(6) 2024 or (B)(6) 2024 as the patient was switched from completing continuous cycling peritoneal dialysis (ccpd) on those two days to having a permacath placed for continuous renal replacement therapy (ccrt) due to peritonitis and poor renal clearance. This is the only documentation of peritonitis in the discharge paperwork. On (B)(6) 2024 a computed tomography (CT) scan of the pelvis and abdomen was performed for abdominal pain. The pd catheter was visualized and there was no evidence of pneumoperitoneum. The patient was once completed dialysis on ccpd (B)(6) 2024 through (B)(6) 2024. The patient was discharged to a skilled nursing facility (snf) with a diagnosis of severe sepsis with septic shock, source not identified. The pd catheter will be flushed weekly until discharged from the snf where the patient will continue with ccpd. The plan is for the patient to complete hemodialysis.